Manufacturer narrative:
.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap appendectomy. The bag broke as it was being removed from patient. The current patient status is good.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one endo catch. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The opened instrument was received with the specimen bag detached from the ring. There was no plastic bag remnant noted on the metal springs, which had separated due to the disengaged black shrink tube that would form the metal ring. The black shrink tube had disengaged from the metal springs in one piece. The bag was torn at the bottom of the seam. The black shrink wrap was disengaged from the metal springs. Engineering noted stretching traces near the opened section of the plastic bag which might indicate that the device was released with the bag properly sealed and torn during the medical procedure. Also, the bottom of the received bag expanded significantly when compared with an unused bag. This condition occurs when excessive force is applied during the removal procedure of the specimen in the bag. Based on these findings and specifications of product use, engineering determined the bag torn condition might occur as a result of the incision not being enlarged enough to accommodate easy removal of the bag with the specimen during medical procedure. That excessive force applied in the bag might also provoke the disengagement of the shrink wrap. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time.